Manufacturer narrative:
The customer reported that the vitrectomy function of the system was not working. The company service representative examined the system and was unable to replicate the reported event. Unrelated to the reported event the laser indirect ophthalmoscope (lio) damaged cable was replaced. A review of the system¿s event log for the date of (B)(6) 2016 did not reveal any nonconformity related to vitrectomy issues; the event log showed no abnormal activity. The system was then tested and met all product specifications. The system was manufactured on december 11, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter was not working during a vitrectomy procedure. The vitrectomy probe was switched out but the issue persisted. The system was exchanged to resolve the issue. There was no patient harm.